Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a connection anomaly on the output flex. (B)(6). Code failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.